Manufacturer narrative:
Inspected 5 opened/used enlite sensors and performed bicarbonate buffer test, 2 of 5 sensors failed for high readings 3 remaining sensors passed per specification with accurate readings. Also found all 5 cannulas split from tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated the insulin pump kept beeping all night with sensor alerts and she found it gad gone into threshold suspend. She resumed the insulin pump. Customer stated that current sensor reading was 82 mg/dl and blood glucose was 208 mg/dl. The customer complained about receiving calibration errors, sensor errors and bad sensor alerts. She mentioned she had a stroke in 2010 and has been using the insulin pump since then and the sensor since 2014. Customer was advised to change the sensor. The product would be replaced and returned for analysis.